Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report was received from a field rep from a hospital that during pre-implantation testing of the (B)(4) ((B)(4) pudenz flushing valve with asd integral connectors); during testing medium pressure valve too high; medium pressure valve it measured at 14/12 cm h2o-too high" the hospital stated that 2 valves from the same lot number were tested pre-implantation and they were both "too high". A different pudenz valve was implanted into the pt ((B)(4)). No issues reported with the alternative valve. The nurse unit mgr thinks the procedure was delayed by about 20 mins. No adverse effect was reported for the pt, who was under 12 months old. Note: the report from the hospital gave the measurement as '141/2 cm' assuming this means 145mm; the hospital has been supplied with the same lot number previously; the nurse unit (B)(4) reported that there were no issues with previously supplied product.